Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose level was 244 mg/dl. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.